Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/26/2015.

Event description:
Procedure type: customer stated that it was blocked in the middle and it was failed to be used. This surgery did not require medical intervention. Surgery time extended but was not more than 30mins. The patient is stable now. The sample will be returned for investigation. No any reinforcement material used in conjunction with the stapling device. The lever could not be squeezed. The staple partially deployed, but the staple was stuck in the end of the stapler. The original staple line was cut off when using the new device.